Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the time/date on their device had become incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the device's black box showed a manual time change following a pump reboot. A timekeeping accuracy test was performed with the pump maintaining time accurately during a 5 day duration test. However when pump was left without power for a 1 hour period and powered back on, it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.